Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer changed pump supplies to resolve the issue. Subsequently a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level was 151mg/dl.